Manufacturer narrative:
Device was not returned for root cause analysis. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.

Event description:
It was reported that the device remote dose cord is not working/measuring properly. There was no patient harm, involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.